Event description:
It was reported that this right ventricular (rv) lead triggered a red alert on latitude due to out-of-range pacing impedance. The patient was seen in follow-up, and all other lead parameters are stable. Provocative maneuvers were negative, and no noise was reproduced or recorded. Technical services (ts) was consulted and recommended continuing with remote follow-up according to clinical practice, possibly considering activating additional red alerts. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.